Manufacturer narrative:
(B)(6). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 3. Gts explained that a large amount of air had entered into the disposable set. Gts had the patient cycle power and explained that therapy had ended. Gts then explained the patient would need to start over with new supplies or finish therapy manually. Product surveillance contacted the home patient regarding this report. The patient stated that he did not keep the sample because he figured out that the adapter to the transfer set was not screwed in tight enough. The patient stated that there was some fluid where the connection was, but not anywhere else, so he figured out that the connection was not tight. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause could not be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.